Event description:
It was reported that the target lesion was located in the right coronary artery (rca) with no calcification and no tortuosity. Pre-dilatation was performed with an unspecified 3.0 x 25 mm balloon at 10 atmospheres (atm). The xience prime stent was deployed at the lesion at 16 atm. Post stent deployment, the stent delivery system (sds) balloon deflated slowly. Post-dilatation of the stent was performed with a 4.0 x 20 mm non-abbott balloon at 22 atm and a 4.5 x 15 mm non-abbott balloon at 20 atm. The procedure was completed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.